Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the pt was listed as unos status 1a due to a history of thrombus in the pump. The pt received a donor heart and was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.